Event description:
It was reported that the ilet user experienced low glucose after announcing a lunch that included cheese, wedding cake, dried plums, and dried apricots as a normal meal size. Glucose rose to 197 mg/dl post-meal, the ilet delivered correction insulin per algorithm, and the user¿s blood glucose subsequently fell to 68 mg/dl, prompting treatment with oral glucose; troubleshooting included education and a device reset, and the event was associated with user interaction through the device interface. Symptoms included hyperglycemia and hypoglycemia with diaphoresis and malaise. Outcomes included serious injury and the need for unexpected medical intervention in the form of oral glucose. Investigation included interviews and analysis of information provided by the user. Investigation of this case revealed no device malfunction, with a usage problem identified related to an incorrect size meal announcement and interaction with the user interface. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and an unintended use error.